Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system exhibited a lead safety switch (lss) on the right ventricular (rv) lead. The patient's rv lead was a non-boston scientific product. The impedance measurements were reported to be 0 ohms, 399 ohms and 523 ohms. The system was retested in the bipolar configuration. The was a stored episode of noise and oversensing when the device was in the unipolar configuration. The patient is not pacemaker dependent at this time. The physician planned to program the device to unipolar pace and bipolar sense. No adverse patient effects were reported. This product remains in-service.